Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015. Device evaluation: the cartridge has been returned and was evaluated by product analysis on 07/15/2015 with the following findings: three cartridges were returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The force readings for the cartridges were out of specification (low). A leak test and fill test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2015 alleging a site/set/cart issue. The reporter stated that there were air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l with increased drowsiness and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged air bubbles issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.